Event description:
Sunglasses noted to emit a very strong chemical smell after purchase. The smell is so powerful that I am unable to wear them. This is the second pair of sunglasses that I have purchased that has this pungent chemical smell. The chemicals used are irritating when breathed in. Estimate date of purchase (B)(6) 2018. (B)(4).